Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: white powder was on the catheter.

Manufacturer narrative:
H.6. Investigation: bd received an 18 gauge angiocath unit from lot 7173829 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed silicone visible on the unit. Silicone was used during the manufacturing process to aid with venipuncture and threading. It has been confirmed that silicone will not cause harm to the user. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the excess silicone most likely came from the catheter tipping process and final assembly. CAPA#450094 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 18g x 1.16in (1.3 x 30 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: white powder was on the catheter.